Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify pump error 35 due to critical pump error (open book image) alarm. P-cap / reservoir locks properly into place. Device received with cracked case (battery tube) and label damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery error. Customer stated the insulin pump was exposed to moisture and there was cracked on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.